Event description:
It was reported that during a low anterior resection procedure on the third firing the device locked-up. The device was on tissue; the manual release was used to remove the device. It was not known what cartridge was being used with the device. There was no issue with the device for the first two firings. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Was the device locked on tissue and would not open after firing? Yes. Did the jaws of the device eventually open? Yes. Did the device deliver any staples? I don¿t know. If yes, were the staples formed properly? I don¿t know. If yes, was the staple line complete? I don¿t know. Did the device cut? I don¿t know. If yes, was the cut line complete? I don¿t know. Was any buttressing material being used? If yes, what type of buttressing? No.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: just to confirm, was the device locked on tissue and would not open after firing? Did the jaws of the device eventually open? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? Was any buttressing material being used? If yes, what type of buttressing?